Event description:
Philips received a complaint on the efficia dfm 100 defibrillator monitor indicating that therapy button did not work. The fse evaluated the device at the customer¿s site and determined that the therapy button did not work due to a defective power switch. Hence the fse replaced the power button (453564488981 dfm100 assy power switch) to resolve the issue. After that the device was returned to full functionality. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.